Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, diopter -18.0 into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to excessive vault. The cause of the event is reported as unknown.